Event description:
Procedure: appendectomy - laparoscopic. Reportedly, when placing the 11mm versastep, the plastic cannula splintered into the pt. The case was continued and when completed the splinters were removed. No pt injury reported.